Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and isolated the leak to the gas delivery system (gds). Customer was advised to apply grease to pressure sensor and ensure air inlet port is plugged and seated. The customer was provided with part number for the gds and flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the system leak test. The ventilator was not in use on a patient at the time of the event occurred.